Manufacturer narrative:
The product was not returned. A photo was provided of a single-piece toric lens implanted in an eye. There appeared to be double toric axis marks on one side of the lens. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported axis mark issue could not be determined. The lens remains implanted. A single photo was provided, which appeared to show an axis mark anomaly. It cannot be determined from the photo if this was an artifact or an axis make issue. Physical examination of the lens would be necessary to confirm if this was an artifact or additional axis marks. An investigation was opened to explore if the reported axis issue occurred during the manufacturing process. The focus of the investigation was regarding the various operations where the reported anomaly may have occurred. These identified operations were wafer molding, wafer assembly, casting/curing, and wafer separation. A systematic review of these operations was performed for potential instances where the anomaly could be created. Several factors were evaluated: issue present on wafer optic pin, issue during wafer molding, improper assembly of wafers, issue during casting/curing, and issue created during pop-off reseating. A root cause analysis was conducted, and a clear root cause was not able to be determined. The operational evaluation provided confidence that the reported axis mark anomaly was not created by any recognizable manufacturing process/operation. The surgeon indicated that patient outcome was ¿very good¿ with no visual issue reported. This may indicate the pictured anomaly was an artifact and not an axis mark issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, the surgeon saw three dots on the lens in different locations on one side twice. Additional information was received. The dots were seen as soon as the lens unfolded in the eye. The lens remains implanted. There were no negative consequences for the patient. Patient's refractive outcome was very good.